Manufacturer narrative:
This product was surgically abandoned and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. Technical services (ts) provided information related to this issue. This lead remans in service. No adverse patient effects were reported. Additional information was received stating this rv lead was capped and replaced. No additional adverse patient effects were reported.